Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was not deflating all the way. Reportedly, they encountered difficulty in getting the device out of the scope but were eventually able to get it out. The procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Investigation results a visual examination of the returned complaint device found that the catheter shaft was kinked and returned in two separate pieces. The balloon portion including a segment of the exit marker were cut and detached from the rest of the catheter. It was also noted that the guidewire was exposed through the catheter in one section. There is evidence the device was highly manipulated. Functional evaluation could not be performed due to the condition of the returned device. The failure found on the device may be related to factors encountered during the procedure and/or related to the handling/manipulation; however, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was not deflating all the way. Reportedly, they encountered difficulty in getting the device out of the scope but were eventually able to get it out. The procedure was completed at this time. There were no patient complications reported as a result of this event.